Event description:
After central line placed on the right internal jugular vein by provider, the provider attempted to remove guidewire. The provider noted last 10cm of the wire unraveled. No snap or brake/or any sensation indicated a break in the wire.